Event description:
The device was not implanted during the initial surgery on (B)(6) 2024. Reportedly, the user has a normal anatomy. However, some resistance was met whilst inserting, leading to 1-2 extra-cochlear channels. A back-up device was used instead.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. According to the information received from the field a complete insertion of the electrode could not be achieved during implantation surgery due to resistance inside the cochlea. Reportedly 1-2 channels remained extra-cochlear. Further, in situ measurements showed several channels with hi status and short circuits likely due to air bubbles above the active and reference electrode contacts. The recipient was successfully implanted with a back-up device. This is a final report.

Event description:
The device was not implanted during the initial surgery on (B)(6) 2024. Reportedly, the user has a normal anatomy. However, some resistance was met whilst inserting, leading to 1-2 extra-cochlear channels. A back-up device was used instead.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.